Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that three days following a lap sigmoid colectomy procedure, the patient was taken back to the theatre after suffering a leak from the anastomosis site. The patient was reoperated on and the leak was fixed. The patient is in stable condition.